Manufacturer narrative:
Concomitant medical products: ddbb1d1 ICD, implanted: (B)(6) 2013. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead had a confirmed fracture, exhibited rising impedance and thresholds, oversensed r waves and had oversensing of noise. The rv lead was capped and replaced. No patient complications have been reported as a result of this event.